Event description:
This report is being filed after the subsequent review of the following journal article, sheerin, d.v., et.al. (2006). Reconstruction of distal tibia fractures using a posterolateral approach and a blade plate. J orthop trauma 2006;20:247-252. This study consists of a retrospective review of patients treated and followed to union between july 2000 and july 2004 at 2 academic level-1 trauma centers. Fifteen patients with 15 distal tibia fractures (13 open fractures) were definitively treated and followed to union. Treatment method involves debridement of open fractures and spanning external fixation followed by staged reconstruction with a posteriorly applied 90-degree cannulated blade plate (synthes, (B)(4)) and autogenous iliac crest bone graft. A nonarticulated spanning external fixator was applied (various brands were used over this period), and the fibula was plated depending on the surgeon's preference. The majority of plates used were 3.5mm limited contact dynamic compression plates (synthes, (B)(4)). This is report 1 of 4 for (B)(4). This report is for unknown 90 degree cannulated blade plates (synthes, (B)(4)) or an unknown 3.5mm limited contact dynamic compression plate. (Synthes, (B)(4)). It cannot be determined which plate was associated to the serious injury as it was not noted in the article. This report refers to patient (B)(6), who experienced hardware failure (broken plate), nonunion, and required revision surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sheerin, d.v., et.al. (2006). Reconstruction of distal tibia fractures using a posterolateral approach and a blade plate. J orthop trauma 2006;20:247-252. This report is for unknown plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.